Event description:
The pt's physician reported the pt was hospitalized due to hyperglycemic coma. He stated the pt had attempted to make some "substitutions" but was not very confident with the infusion device. No further details were provided. Upon f/u with the pt the next day, she stated she was still in the hosp and treating her blood glucose via insulin pen. She stated that on (B)(6) 2012, e4 (occlusion) was displayed on the infusion device and she changed the infusion set to clear the error. Later, e4 was again displayed and the pt did not switch to an alternative insulin therapy. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
(B)(4). The occlusion limits were tested successfully. The problem mentioned by the customer could not be reproduced.